Manufacturer narrative:
Clarification to d6b: explant occurred but the date was not provided. Continued e1: mobile number: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported "probable capsular contracture" baker grade unknown. The device was explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: silicone in armpit and axillary lymph nodes.

Event description:
Healthcare professional reports presence of silicone in left armpit and axillary lymph nodes, due to a previous silicone device, folds in the contours of the implant, and discomfort. The device remains implanted.

Event description:
Healthcare professional reports presence of silicone in left armpit and axillary lymph nodes, due to a previous silicone device, folds in the contours of the implant, and discomfort. The device remains implanted.